Manufacturer narrative:
Evaluation results and conclusion: (stent dislodgement). (Stent caught on the sheath during retraction). (B)(4).

Event description:
The physician was attempting to deploy an 8mm diameter x 60mm length assurant cobalt peripheral bare metal stent system to treat a lesion in the aortic junction of a patient. The procedure was from the right groin and over to the internal common iliac. It was reported that the sheath may have pulled back lightly, the stent slipped forward on the balloon and an attempt was made to pull the stent back into the sheath resulting in the stent dislodging from the balloon. A snare device was used with a wire to successfully retrieve the stent from the patient and the procedure was completed using another stent in the internal iliac. It was confirmed that this event did not cause injury to the patient. Device evaluation: the stent was returned off the balloon. The stent was severely stretched. Four segments at one end of the stent were relatively intact. Crimp impressions were evident along the balloon.